Manufacturer narrative:
The lead was not returned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged. Additional information indicated that this lead exhibited high threshold measurements and dislodgement was confirmed thru x-ray. The lead was explanted. No additional adverse patient effects were reported.